Manufacturer narrative:
H2-3) the software analysis concluded that there was no software failure found. The case was reviewed. According to the case comment provided on the date 8/26/2024. Site confirmed that the applicate entity (ae) title was accidentally changed. The site updated that and the issue was resolved. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the application entity (ae) title had accidentally been changed. The site updated that and the issue was resolved.

Manufacturer narrative:
Additional information added to b5. Additional product added to d10. Continuation of d10: product ID: 9735762, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A1102 was coded for the error 721. A13 was coded for being unable to query patients. H3, h6: no products were returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while trying to pull patient images for a case this morning, the site received error 721 and were unable to query patients. The digital intercommunication of medicine (dicom) test port was green and the association was red. There was no patient involvement.